Event description:
Caller states, the lancet failed to retract into the multiclix lancet device. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Event occurred in the (B) (4).